Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and indication of initial surgical procedure when tvto was implanted? Other relevant patient comorbidities/concomitant medications. Product code and lot number? Were there any intra-operative complications during initial procedure? When was the mesh erosion first noted by a physician after the initial surgery? Mesh erosion diagnostic confirmation before 2008 and 2010 surgeries? Dates and surgical findings of 2008 and 2010 mesh excision surgeries. What was the patient's status after 2008 mesh excision? What is physician¿s opinion as to the etiology of or contributing factors to these both events in 2008 and 2010? What is the patient's current status? Adverse event regarding the first excision of eroded mesh in 2008 was submitted via medwatch report 2210968-2019-86775.

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The erosion of vaginal wall by mesh tape was repaired by excision of eroded mesh in 2008. It was also reported that the erosion of vaginal wall by mesh tape was repaired by excision of eroded mesh in 2010. Additional information has been requested.